Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an empty opened labeled winding former and a needle/suture piece of product code vr945, lot pccbmhe0. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed broken due to the stress applied to the strand and damaged at the end. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture was a damaged suture. Additional investigation summary: it was reported that the device had breakage suture. It was received for analysis an empty opened box and a unopened sample of product code vr945, lot pccbmhe0. During the visual inspection of the sample, no defects was found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent childbirth on (B)(6) 2019 and suture was used. During suturing on the perineal incision site, the suture was broken. Another package with another lot number was used with no problem. There were no adverse consequences to the patient. No additional information was provided.